Manufacturer narrative:
(B)(4). Date sent: 6/10/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx145c device was returned with the distal guide weld broken. In addition, the jaws were not broken off as reported. Upon visual inspection to the device it was observed that the ground wire was broken at the distal guide area. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on how the distal guide weld got broken. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u95645. Additional information was requested and the following was obtained: what is meant by "tip broke off"? At the end of the device did the electrode ceramic separate or break off? No. Did the I blade get damaged or break off? Yes. Is the jaw damaged but not broken off? No. Is the top jaw loose but not detached? No. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Yes. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a sigmoidresectie the distal tip broke off, so it could not continue being operated with. The device was used to dissect a lot but there was still normal amounts of pressure. There were no patient consequences.